Event description:
First freeze was functioning normally at 2 min, and 5:30 min with flow wheel moving. At 7 min the flow wheel was not moving but the tubing felt warm. A check for kinks in the tubing was performed and none found. We immediately stopped freezing and started thawing. At this point, the warming catheter was frozen to the urethra. We let the gland thaw and irrigated the catheter using warm fluid to the bladder through the opening in the top of the catheter. At 6 min of thawing, the catheter came out of the patient. A cystoscopy was performed and no visible damage was observed. A new warming catheter was inserted and the second freeze thaw cycle was performed. The facility would not allow the removal of the contaminated warmer.

Manufacturer narrative:
Device not returned for testing. No response to request for patient update.